Event description:
Procedure type: roux-en-y. According to the reporter: no abnormalities were noted intra-operatively and peri-strip staple-line reinforcement material was used. Ten days post-operatively there was a total dehiscence of the gastrojejunal anastomosis. The pt was re-operated and a new roux-en-y was done after resecting a small amount of the jejunal tissue. The pt is reported to be recovering well.

Manufacturer narrative:
Initial report sent to FDA on 11/14/08.